Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for a possible fracture as evidenced by high pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted that the outer insulation of the lead was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.